Event description:
Medtronic received information that during use of a custom tubing pack and fusion oxygenator, it was reported that the customer noticed that the flow was reduced and that there was a potential clot. The act (activated clotting time) was 498 seconds. The customer was unsure of the cause and did not suspect that the myotherm was faulty. The devices were replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no allegation against the myotherm, the clot blocked the filter. The myother m was not defective. High pressure was observed within the oxygenator. Heparin was used during the case. The temperatures of the arterial and venous line of the oxygenator were 34. The clot was only observed on the filter before the line running to the patient. The cardioplegia would not run into this line. The fibrin grew at initiation of bypass. The issue was resolved by warming and re-cooling. There was no air entering the reservoir related to table manners. The patient had not previously been on heparin or other anti-coagulant therapy. The venous and cardiotomy flow rates were normal. The pump was a roller configuration. The sucker blood was not sequestered to the cell saver before returning to cvr (cardiotomy venous reservoir). The level in the cvr was 600ml plus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4: expiration date added. Correction h4: device mfg date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.